Manufacturer narrative:
It was returned for evaluation. The bone interfacing components show evidence of excellent bone attachment with some evidence of coating removal. It is unclear whether this is a result of the extraction procedure. The inside of the head and taper adaptor also show some staining, the source of which is unknown. The bearing surfaces of the components exhibit extensive scratching and evidence of third body wear. The head also shows possible evidence of two wear stripes and a wear patch, possibly indicating subluxation of the components. Without further information, no further conclusions can be made.

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2005. A revision procedure was performed on (B)(6) 2007 due to osteolysis. A further revision took place on (B)(6) 2013 due to mechanical complication. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00263. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.